Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was recommended by technical services (ts) that this device be replaced. No additional adverse patient effects were reported. Currently, this device remains in service.